Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the emergency room following the event and will continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) 2012 - reuse. Electrode belt (B)(4): (B)(6) 2009 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us dist contacted zoll to report that a pt experienced two inappropriate defibrillation shocks. Sinus rhythm at 71 bpm and 70 bpm with motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt went to the emergency room following the event and will continue wearing the lifevest.